Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6) - ((B)(6)) it was reported that on (B)(6) 2026, a 29 mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24 mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant popping up. The final implant depth at non-coronary cusp (ncc) was 1.32 mm and left coronary cusp (lcc) was 3.35 mm. On (B)(6) 2026, the patient's creatinine 1.38 from 1.04 in the setting of hyperglycemia after prednisone treatment. No obstruction was observed. The patient's kidney function improved after increasing fluid intake.